Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. After the watchman access system (was) double curve was advanced over the pigtail catheter across the atrial septum, a clot was noted on the right atrial lead. On further inspection, the transesophageal echocardiogram (tee) physician noted spontaneous echo contrast present in the left atrium and laa. Additionally, he confirmed a 13.9 mm clot was present in the laa. Ten-thousand units of heparin had already been administered, and once the clot was noticed, another 10,000 units were given. The scrub tech also noted a clot in the manifold line. No other complications were reported. Case was aborted.